Event description:
It was reported that the pt had hydrocephalus symptoms that required the implantation of a strata shunt. Although the operation was successful, several days after the operation, the pt had a severe intracranial infection that was life threatening. The shunt was explanted and the infection was controlled. The pt is stable and waiting for a new implant. On (B)(6), 2010, it was reported that the devices were soaked in the antibiotic gentamicin.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. The sterilization records for this batch indicate that all processing parameters were within specs and all samples passed quality testing.